Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was heating up when the device was on versus off. The patient noted this had been occurring since implant. It was reported the physician had done ¿testing, scans, etc¿ and nothing had stood out as the issue. The patient complained that they had a return of back pain because the implant had been off. It was reported the patient¿s pain stimulator ((B)(4)) was getting hot. The patient noted the nurse felt the unit in his hip and said it was warm to the touch. The physician reportedly told the patient to turn the device off. The device had reportedly been off for 10 days and the patient experienced back pain and nausea secondary to pain. It was reported the patient never had this pain before. It was noted the stimulator was for leg pain. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Event description:
Follow up information received reported that no malfunctions were detected on the patient¿s implantable neurostimulator (ins) and that the physician decided to explant the device because of ineffective therapy. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the device was explanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3550-39, explanted: (B)(6) 2014, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the entire system was removed from the patient. It was stated that the patient outcome was unknown. It was noted that the system had been sent for return.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3550-39, explanted: (B)(6) 2014, product type: accessory. Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the ins was functionally okay and had insignificant anomalies.

Event description:
Additional information received reported that it was believed that the explant was scheduled for (B)(6) 2014. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.